Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer loaded cold insulin into the cartridge. The customer was educated on loading room temperature insulin into the cartridge. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.